Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the ok keypad button was intermittently unresponsive. The reporter stated that the patient wears the pump on her belt and does not clean the pump.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. The keypad was found to be worn, which has no effect on insulin delivery. During testing, the up arrow and ok keypad buttons were found to be intermittently unresponsive when pressed; the down arrow and contrast buttons responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.